Event description:
The reporter contacted animas on (B)(6) 2013 indicating low blood glucose levels down to 40 mg/dl with confusion, blurred vision, and tiredness. The reporter stated that blood glucose levels were at 59 mg/dl during the day. The reporter indicated delivering a bolus and eating supper and shortly afterward the reporter¿s blood glucose was down to 40 mg/dl. The reporter confirmed that there were not issues noted in the basal or bolus histories and confirmed that the total daily dose history added up correctly. The reporter admitted bolusing for meals without first testing blood glucose levels. The patient was advised that it appeared that the pump was functioning appropriately and the patient was advised to discuss the possible need for settings adjustments with a health care provider. This report is made based on the allegation that the patient experienced hypoglycemia of uncertain cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.